Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a hole in the tubing/line of the homechoice cassette during the set up for peritoneal dialysis therapy. The patient was not connected at the time of the reported event. The technical service representative assisted with ending the set-up and advised the patient to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4).. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. The reported leak could not be verified; however, it was reported that there was a hole in the tubing which is known to cause a leak. Should additional relevant information become available, a supplemental report will be submitted.